Event description:
It was reported that during a coronary stenting treatment procedure the balloon separated from the stent delivery system (sds) and the shaft fractured. The 4.00x16mm liberte bare stent was advanced to the unspecified target lesion; however, the device was unable to cross the lesion. The physician attempted to cross the lesion a second time but was still unsuccessful. The device was removed from the patient and it was noticed that a portion of the stent delivery balloon was separated from the sds and the shaft was fractured. It was noted that the stent remained on the sds, the device remained whole and no pieces were lost, but the catheter was damaged where the proximal balloon is attached to the catheter. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).